Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently working with the customer to confirm and correct the reported fault. We will provide a follow-up report upon completion of our investigation into this product complaint.

Event description:
A hosp in (B)(6) reported that a 900iw130 neopuff infant resuscitator was reading incorrect manometer values. The customer tested the manometer during a preventative maintenance check. Accordingly, there were no reported pt consequences.